Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer performed a supply change to address the issue. Additionally, it was reported that the customer experienced resistance during the fill process. Customer performed a syringe needle change to resolve the issue. Customer's blood glucose level was 278-499 mg/dl.